Event description:
The article reports three pts experienced infections related to their implanted devices and were successfully treated. No add'l info was provided concerning pt outcomes. Journal reference: renard, md, et al. "Prevention of percutaneous electrode migration in spinal cord stimulation by a modification of the standard implantation technique." J. Neurosurgery: spine/volume 4/april 2006; 300-303.

Manufacturer narrative:
Journal reference: renard, md, et al. "Prevention of percutaneous electrode migration in spinal cord stimulation by a modification of the standard implantation technique." J. Neurosurgery: spine/volume 4/april 2006; 300-303.